Event description:
An event of unintended movement of one dx-d100 unit occurred at the site on (B)(6) 2015. The customer contacted agfa and explained when using the dx-d100 unit in the intensive care unit of the hospital and while an operator had their hands gripped onto the unit, the unit automatically took off at full speed down the hallway. A student technician thought quickly and hit the emergency button. No one was injured during this event. The unit was removed from service. At the onset of the event, the customer's biomed service could not reproduce the problem. Agfa and our supplier, (B)(4), began further investigation immediately. The unit was thoroughly checked and all required upgrades, including proper mounting of the resistive arrestor, had been performed on this unit and the unit had been working as intended, until this event happened. The movement problem could not be reproduced. During the investigation, it was discovered the customer had installed a metallic chain on the bottom of the machine between the frame and the floor which bypassed the correction agfa had implemented to avoid uncontrolled esd. The customer thought by adding the chain they could also help avoid esd discharges. With the added metallic chain, the resistance between the frame and ground would be 0 ohms and with the resistive arrestor properly installed would be 1m ohm. Due to this added chain, there was not any resistance between the frame of the equipment and any metallic part placed on the floor that could be connected to ground. If the equipment is charged with high voltage (esd), due to the friction between the wheels and a non-conductive floor, the dmc board would not be protected and could be affected by the spark produced if this voltage is discharged to the ground through the chain. Unintended movement could occur. Even though the resistive arrestor had been properly installed by agfa, it has been determined the event was caused by the customer's installation of the metal. The problem was not related to the design of the dx-d100 and this event is an isolated case. The metal chain was removed from the unit by the customer's biomed department and the unit checked by agfa. The issue could not be reproduced. The unit was placed back into normal use and recommendation made to not install any chains to the agfa equipment. There has been no reported harm to patient or user during this event.